Event description:
The external pulse generator was returned for repair of a cracked case. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment. The battery contacts were compressed and the battery drawer was broken. Both bail covers and ring cover were broken.